Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation, it cannot be confirmed if there was a systemic malfunction as the reported time of events does not match with the captured chain of events in data management system (dms). The sensor readings recorded in dms showed a downward trend from 5:47 am cet to 7:17 am cet, which is highly unlikely, since the user reported drinking coca-cola at 6:10 am cet. As a result of the limited and/or conflicting information available - the complaint could not be confirmed.

Event description:
Senseonics was made aware of an instance where the patient experienced an hypoglycemia event. Initially patient received a high glucose alert (260 mg/dl) at 5:47 am. He did not double check with a blood glucose meter (bgm) and injected glucose on the basis of sensor readings and fell in a hypo at 6:10 am. Sensor glucose (sg) value at 6:10 am was 220 mg/dl where as blood glucose (bg) reading was 35 mg/dl. Patient did not seek any medical attention and drank coca cola to raise his glucose level.